Manufacturer narrative:
The device was received for evaluation. Visual inspection identified that the tubing was separated from the y-site clear link. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set's tubing was not glued in properly and fell apart during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.